Event description:
The manufacturer previously received information alleging a trilogy evo was being returned for service due to an allegation the device was out of order. There was no harm or injury reported. There was no allegation stating the device had a malfunction. The device had not yet returned for evaluation. The device was returned to a third-party service center for evaluation. During the evaluation service required alarm conditions were observed, indicating an oxygen blending module valve drift and failure occurred. The device's oxygen blending module was replaced to address the issues. A non-actionable alarm indicating a sensor offset during calibration occurred. The device's system board was replaced to address the issue. The device's blower assembly, blower bellows seal, machine flow sensor and inline proximal filter were replaced due to contamination. The device's air inlet foam filter and particulate filter were replaced per preventive maintenance protocol. The device was cleaned and tested and passed all final testing.